Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the atrial lead was placed, loss of capture was noted. The lead was not used, the patient was in good condition post procedure.